Event description:
A patient with end stage renal disease (esrd) previously on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was diagnosed with a peritoneal yeast infection, which was causing drain pain. In a follow-up the patient¿s pd registered nurse (pdrn) revealed the patient was sent to the emergency room (ER) on (B)(6) 2022, after fibrin was noted in the patient¿s peritoneal effluent fluid while collecting a sample. In the ER, it was established the patient¿s pd catheter (not a fresenius product) was partially clogged with yeast, and the patient was admitted for fungal peritonitis. The patient was treated with several intravenous (IV) antifungal medications; however, the drugs, doses, durations, and frequencies are unknown because the patient remains hospitalized. The patient¿s pd catheter (not a fresenius product) was surgically removed on (B)(6) 2022, and a ¿tunneled¿ hemodialysis (hd) catheter (not a fresenius product) was surgically placed. The patient underwent initial hd treatment on (B)(6) 2022 and has tolerated the transition well. Due to the patient¿s transition in modality, the patient will transfer to an outpatient hd clinic until the nephrologist determines the patient¿s abdomen has sufficiently healed (60-90 days). The pdrn reported the cause of the fungal peritonitis is currently unknown; however, there was no allegation a fresenius device(s), drug(s) and/or product(s) was involved.